Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s school nurse reported that the patient complained of pain at the sensor insertion site for two days and wanted the sensor removed. Upon removal of the sensor, the wire detached from the sensor pod and the wire remained in the skin. The event occurred two days after the sensor was inserted into the abdomen. Further contact was made with the patient¿s mother on (B)(6) 2019 and the mother stated the wire remained in the skin and the patient was evaluated by the endocrinologist. The endocrinologist told the patient that the wire needed to be removed. The patient will seek evaluation by a surgeon. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.